Event description:
It was reported that during the procedure, there was resistance was felt while implant the right ventricular lead into the septum. When the lead was removed from the body to check the tip for tissues, the lead was twisted. The lead was removed and replaced. The patient was in stable condition.